Event description:
User detected the needle tip 1.5 cm from tip broken after first attempt. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Lung. Please describe the size of the intended target site. 1.5cmx1.0cm. What is the endoscope manufacturer and model number that was used with this device? Olympus bf-uc260fw. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same devcie to complete the procedure.

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to device being evaluated on the 04-mar-2022 and the completion of the investigation and an update to the investigation conclusions on the 14-mar-2022.

Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation 1 unit of lot c1823818 of echo-hd-22-ebus-o-c was returned opened in its original packaging. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 04 march 2022. The distal end of the needle was found to be broken approx. 1.5cm from the needle tip. Clarification was requested as follows; ¿the complaint description of this pr states that the user detected the needle tip 1.5 cm from tip broken after first attempt. Am I correct in assuming that the distal end of the needle broke inside the patient during the puncture attempt and the broken needle part was retrieved from the patient by the doctor during the procedure? If this is a correct assumption can you please ask how the broken needle part was retrieved e.g. Forceps?¿ reply was received as follows; ¿customer confirmed the needle was not broken in patient. User retracted the device from patient and advance the needle out while found out the broken tip." Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1823818 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1823818. The notes section of the instructions for use, ifu0109-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-6). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to flexed or twisted position as indicated in the additional information. Another possible root cause could be attributed to device potentially having been damaged in packaging or potentially damaged on removal of the device from the packaging or damage on insertion into the scope resulting in the needle tip breaking after the first puncture attempt. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the needle was not broken in patient. User retracted the device from patient and advance the needle out while found out the broken tip. Complaints of this nature will continue to be monitored for potential emerging trends.